Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-11. H6: investigation summary: a device history record review was performed for provided final lot number 0065656 and the review did not reveal any quality notifications or issues during the production process that could have contributed to this reported incident. All of the product specifications were met for this lot number prior to release. Based on the sample shipment details, it appears that a sample was sent to our investigative facility for evaluation by our quality engineer team. Unfortunately, our quality team cannot locate the returned sample, and therefore, we are unable to complete a thorough sample investigation. If the sample is located, a detailed investigation will be completed accordingly. At this time, based on the review of the production history, an exact cause cannot be determined for this incident. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that 265 bd luer-lok¿ syringes leaked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: " 2 large batches (>100 units) of 20 & 30ml tray pack syringes leaking."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 265 bd luer-lok¿ syringes leaked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: " 2 large batches (>100 units) of 20 & 30ml tray pack syringes leaking"